Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited high capture threshold. The right ventricular lead was capped and replaced (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead also exhibited episodes of noise. The capped lead was explanted and replaced on 17 jan 2023 during the device upgrade procedure and the patient experienced no consequences throughout the procedure.